Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log did not identify the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. Evaluation observed and found that the device was tested for the flow rate accuracy testing at the flow rates of 40 ml/hr and 125 ml/hr for 1 hour, and the infusion results were 39.109 ml and 122.179 ml that were being infused in an hour, and the maximum error percentage rate result was -2.2568% which was within the +/-5% specification range and within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. There was no known patient injury or medical intervention associated with this event. No additional information is available.